Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event at the site on (B)(6) 2023.the infusion set was in use for three hours.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) device 1 of 2. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 18-march-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 5397758 was verified and found it within specifications. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18/mar/2026 against lot number 5397758 and similar malfunction codes: leakage from infusion site (specific cause not identified), insertion site egress a trace moisture / superficial wetness the review confirmed that lot 5397758 and the identified failure mode are not associated with any non conformance report (ncrs) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 18/mar/2026 against lot number criteria equal 5397758 and similar malfunction codes:leakage from infusion site (specific cause not identified), insertion site egress a trace moisture / superficial wetness. The number of complaint is (B)(4). The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5397758 was manufactured according to work instruction (wi) version 88 and manufactured in the m10 line on 30/oct/2022 with a total of (B)(4) units. The sub-assembly: welding lot 5404912 was manufactured according to the work instruction (wi) version 28 and assembled in the welder ls24-ls25 line, on 26-oct-2022, with a total of (B)(4) units. Lot 5404916 was manufactured according to the work instruction (wi) version 28 and assembled in the welder ls06, ls07 and ls11 line, on 29-oct-2022, with a total of (B)(4) units. Lot 5404917 was manufactured according to the work instruction (wi) version 28 and assembled in the welder ls06, ls07 and ls11 line, on 30-oct-2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. During the review, an extended was identified, which was generated during outgoing test #6 due to contamination. All required in process and final tests were completed and met specified requirements. No additional deviations or maintenance events were identified that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). The investigation for this complaint was previously completed on 21-sep-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 5397758. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts)